Event description:
On (B)(6) 2014, the reporter contacted animas alleging that there was damage to the keypad and then the buttons became under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with the keypad torn at the ok, up arrow and down arrow keypad buttons. During testing, all of the keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all of the keypad buttons.